Event description:
It was reported that a glaucoma implant shunt was implanted in the patient's operative eye, however, the surgeon noticed a crack in the tube. The shunt was removed and replaced with a new implant. The patient's daily activities was not affected. There were no vitrectomy, incision enlargement, or sutures required. There was a delay in procedure. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.